Event description:
Date of the event is unavailable. It was reported to boston scientific corp that a c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter was intended to be used for a balloon dilatation. Per the complainant, they rec'd an empty pouch. No product was contained in the package. A partial seal was identified on the bottom of the product pouch, consisting of a 20 cm opening. The customer noted the product could have fallen out during transport. The procedure was completed with another c.r.e. Esophageal/pyloric wireguided balloon dilatation catheter. There has been no impact to the pt related to this event.

Manufacturer narrative:
The device has been received by this MFR; however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).